Event description:
It was reported to philips that the device would repeatedly display a check leads message. The device was reported to be in clinical use at the time of the failure. There was no reported adverse event to a patient or user as a result of the issue.